Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the reload was connected to the handle, and when the device was used for the first firing, the handle was unable to be squeezed and the device was unable to fire. The procedure was completed with another device. There was no patient injury.